Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 210mg/dl. The expected fasting blood glucose test result range is 94 to 145mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. The 210mg/dl (B)(6) 2017 01:51 pm fasting: no, the 355mg/dl (B)(6) 2017 08:00 am fasting: yes, the 416mg/dl (B)(6) 2017 11:39 am fasting: yes, the 467mg/dl (B)(6) 2017 04:30 am fasting: yes, the 143mg/dl (B)(6) 2017 01:53 am fasting: yes. Customer is receiving high readings on meter she is concerned with reading's 210 mg/dl not fasting on (B)(6) 2017 and 467 mg/dl fasting (B)(6) 2017. Customer states she is on an insulin pump and her normal not fasting range is 94 mg/dl-145 mg/dl. Customer has no symptoms at time of call and declined any medical attention. Customer had no control solutions at time of call.